Manufacturer narrative:
Section d information references the main component of the system and other applicable components are: product ID 8781 lot# n627462006 serial# implanted: (B)(4)2016 explanted: (B)(6) 2016 product type catheter. (B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a foreign healthcare provider (hcp) via a distributor regarding a patient who received gabalon (unknown concentration, 70mcg/day) in an implantable pump for spinal cord damage. On (B)(6) 2016, accumulation of exudate (serous fluid) was observed in the back pocket (also reported as pump pocket), located in the back. Catheter dislodgement was seen via CT scan (check box indicated catheter x-ray study). The catheter was replaced on (B)(6) 2016. Catheter migration resulted in hospitalization or prolongation of hospitalization period for treatment of the adverse event. It was considered the dislodgement of the catheter occurred due to he anchor being loosened. The cause of the anchor being loosened was unknown. The outcome was stated as recovered as of (B)(6) 2016.

Event description:
On (B)(6) 2016, additional information was received from a foreign healthcare professional (hcp) via a manufacturer representative (rep). It was reported that the onset of the event was (B)(6) 2016. Additional information also stated the patient had swelling in the back and fluid accumulation was observed. Additional information also stated the initial daily dose was 50 mcg/ml and the gabalon concentration was 0.2%.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.